Manufacturer narrative:
No injury reported. User was reportedly transgressing a ramp when the chair stopped and tipped and the user fell out of his chair. It's unk if the ramp transgressed was to ada codes. Product has not been returned for eval at this time. This complaint appears to be the result of a malfunctioning stability lock. If the stability lock feature does not engage properly the chair may tip. Invacare has initiated a voluntary field action (#z-0930-2009).

Event description:
The consumer alleges while traveling down a ramp, the chair came to an abrupt stop and tipped forward, causing the consumer to fall out of the chair. No injury is alleged.